Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that daunorubicin chemo was infusing through syringe tubing and the user noticed chemo leaking at the site where the tubing connected with the smartsite cap. No patient harm reported.